Event description:
Postoperatively the physician attempted to remove the jp drain from the surgical site. While pulling the drain out of the abdomen, the drain broke at the juncture of the clear tube and the drain portion. The patient was taken back to the operation room for surgical removal of the retained piece of the drainage tube.